Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 competitor implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
It was reported that the device had no pacing output, even when a magnet was applied. Also the device was unable to be interrogated. The device was going to be scheduled for a replacement. No patient complications have been reported as a result of this event.